Event description:
Boston scientific received information that this left ventricular (lv) lead presented with exit block. Testing with the cardiac resynchronization therapy defibrillator (crt-d) was performed and pacing impedance measurements were out of range in the lv tip to lv ring confirmation. The lv tip to rv ring configuration was then attempted; however, the pacing thresholds were then out of range. Normal measurements were obtained with the lv tip to rv coil configuration but the physician wanted true bipolar pacing. As a result, a lead revision was performed and the lv lead was explanted and replaced. The new lead was placed in a slightly different position and normal measurements were obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted partially compressed conductor coils approximately 65 to 75 mm from the lead¿s terminal pin. The insulation was also compressed in this location and there was blood infiltration on the conductor coils. Several filars of the anode conductor coil were confirmed through x-ray analysis to be fractured approximately 70 mm from the terminal pin. In addition, resistance testing was completed to assess lead electrical performance and the measurements throughout these tests were out of range, indicating non-electrical continuity. Analysis concluded that based on the location and type of damage observed, the lead fracture was most likely caused by lead-on-can interaction combined with some type of compression movement, possibly around a curve on the device.